Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Investigation of the service history of this device shows that this device was in for service on 06-may-2025 and is related to the customer stated problem. Functional testing was performed and the reported issue was not confirmed. The device tested normally during evaluation. No action was taken.

Event description:
It was reported that the pump alarmed, "cassette not connected correctly, reinsert cassette." Reporter stated that after that it alarmed, while the user was trying to fill the tubing, the device alarmed occlusion again even though there was no blockage, and the device indicated the blockage had been cleared but it was impossible to fill the tube. The pump was never connected to a patient, since it couldn't be started due to above mentioned alarms.